Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that following startup, the implanted impella 5.5 pump encountered immediate suction alarms. Proper positioning was verified via echo; however, an unknown echogenic area was noted for concern. The pump was subsequently removed and tissue was found on the inlet of the device. The patient survived.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, low pump flow, and thrombus has been completed. Product damage (cannula kink) was added based on the investigation. Product damage (cannula kink): there was a kink found in the cannula and low pump flows seen. Due to lack of clinical details, the root cause of the product damage (cannula kink) cannot be determined. Low pump flow: after insertion and starting the pump, there were immediate suction alarms and low flow. There was concern of obstruction of the inlet. The data logs do not show an ingestion signature but suction and varying flows with positioning alarms. The returned product showed a significant kink in the cannula. The root cause of the low pump flow is most likely due to a cannula kink based on the data logs and returned product, however it is unknown how the kink occurred. Vascular damage - peripheral vessel: due to limited clinical details, the root cause of vascular damage - peripheral vessels cannot be determined. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined d9 device returned to manufacturer date added b5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28537. H6 health effect - clinical code 3160 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28537. H6 medical device problem code 1491 was erroneously entered on the initial manufacturer device report number 1220648-2025-28537. New code added.

Event description:
After case, the physician expressed concern that possible dissection occurred with initial wire insertion versus from device itself.